Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle or were returned. The actuator is in its post t2 deployment position indicating multiple trigger advancements were performed. The condition of the device indicates the trigger was advanced multiple times causing the pre-deployment of t2. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a meniscal repair surgery t1 and t2 deployed together. No patient injuries or significant delay reported. A back-up device was used to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.